Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the liver during a lumen apposing metal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed in the liver. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed in the liver.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.